Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received six inappropriate shocks for atrial fibrillation (af) with rapid ventricular response (rvr). It was reported that the patient was not compliant with taking their medication. Technical services discussed getting the rate under control and then access if any programming changes will be needed. No adverse patient effects were reported.